Event description:
Doctor reported event of "tube leakage" from journal article: "laparoscopic removal of poor outcome gastric banding with concomitant sleeve gastrectomy", obes surg, doi 10.1007/s11695-013-0895-1, published online 06/mar/2013. This record represents the 1 pt who was diagnosed with "tube leakage". Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked for the product serial number, date of event, and implant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to the leakage from the band, the port, or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."